Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: breast pain, rupture.

Event description:
Healthcare professional reported "breast pain & discomfort", "nodule 30 ilock" extracapsule silicone breast silicone...intracapsular rupture...silicon adenitis of both axillae." Right side. Device has been explanted.

Event description:
Healthcare professional additionally reported ¿patchy mild chronic inflammation¿.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight, broken shell and brown particles in the shell. A visual and microscopic analysis was performed which identified sharp broken on posterior, missing shell and creases fold. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: missing shell assessed as inconclusive. A sharp broken on posterior assessed as an unidentified (tear) opening.